Manufacturer narrative:
Exemption number: e2015015. (B)(4).

Event description:
The clinician reported that 3 months after the dental implant was placed in ada site 23 in the mouth, the implant did not achieve osseo- integration in type iii bone. Clinician noted the patient's mobility and dehiscence. A temporary chairside crown was fabricated. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Follow-up being sent in order to correct the name of the implant.

Event description:
The clinician reported that 3 months after the dental implant was placed in ada site 23 in the mouth, the implant did not achieve osseo- integration in type iii bone. Clinician noted the patient's mobility and dehiscence. A temporary chairside crown was fabricated. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 3 months after the dental implant was placed in ada site 23 in the mouth, the implant did not achieve osseo- integration in type iii bone. Clinician noted the patient's mobility and dehiscence. A temporary chairside crown was fabricated. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.